Event description:
It was reported that bd alaris pump module smartsite infusion set was leaking. The following information was received by the initial reporter with the verbatim: we received a report for bd ref (B)(4) from our picu. The tubing was hung less than 48 hours. The patient¿s labs were affected by the leak. No lot number was saved. I do have the tubing, but I need approval before I can release to bd. Please document as tch internal number of (B)(4). Pt was infusing heparin drip into central line. Tubing last changed (B)(6) 2023 @2000. Around 1000 am on (B)(6) 2023 tubing noted to be leaking at the filter onto the bed. The tubing was changed out. Unknown how long the tubing was leaking.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.